Manufacturer narrative:
Section a2, a4 and a5: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported bent/broken haptic, tip cracked/deformed and issues with delivery of a dib00 intraocular lens (iol). No patient contact reported. No further information was provided.